Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a device replacement procedure. During implantation of the left ventricular lead, the guidewire could not be inserted fully into the lead. The physician elected to use another left ventricular lead. During implantation of the second lead, the guidewire broke within the lead. The physician elected to use a third left ventricular lead that was successfully implanted. The patient was stable post procedure.